Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. Rather it was stated the event was suspected that peritonitis was caused by patient breach in aseptic technique when handling the pd catheter (not a fresenius product). In additional follow-up, a pd nurse familiar with the patient confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The patient had a pd culture obtained (in the hospital) which had growth of yeast (species not provided). The patient is being treated with unknown antibiotic therapy. Additionally, it was reported that the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was performed. The pd nurse could not provide the exact cause of the suspected peritonitis. However, the nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).